Event description:
Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-05330 for the first gold probe. It was reported to boston scientific corporation that a gold probe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, the tip of the gold probe snapped off. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2025 as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2025 as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Block h11: investigation results a gold probe was received for analysis. Media analysis revealed that the gold tip was fully detached and the catheter had evidence of adhesive. Also, it was found that the working length was kinked. The reported event was confirmed. Based on the available information, it was concluded that the manufacturing process was capable of ensuring the correct assembly of the tip. On the other hand, it was found that the working length was kinked. This failure likely occurred due to the manner in which the device was handled and manipulated, which may have caused the condition found. Excessive manipulation of the device without sufficient care could have induced the defect identified. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-05330 for the first gold probe, and 3005099803-2025-05331 for the second gold probe. It was reported to boston scientific corporation that a gold probe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, the tip of the gold probe snapped off. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.